Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report that when she changed the pt's battery, the device indicated there was a problem. When prompted to perform a download, the pt's flags showed a code 107. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107) has been confirmed. Upon evaluation the connector where the electrode belt attaches to the monitor was defective. An electrode belt would not latch into the monitor. The root cause of the defective monitor connector cannot be positively determined. No adverse event resulted from the damaged connector. The pt received a replacement monitor.